Manufacturer narrative:
. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that a left middle cerebral artery (mca) bifurcation treatment was performed, and a 6fr angio-seal was successfully deployed with no bleeding observed. The patient was kept overnight for recovery. After the recovery period, the patient got out of bed to use the restroom, felt a "pop," and subsequently experienced pain and decompensation. A CT scan revealed a retroperitoneal bleed. The patient received two covered stents in the common femoral artery. The fellow noted that the stick was below the inferior epigastric artery (iea) but had a high bifurcation. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for retroperitoneal bleeding postoperatively. The exact root cause was unable to be determined. The likely cause was determined to have been over-tightening of the suture and possible procedural factors causing the reported adverse event. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).